Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2018 to have the scs ipg pocket relocated. Therapy was reportedly restored and patient had good coverage post-operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient¿s ipg flipped in the pocket. In turn, the ipg was no longer able to communicate with external devices. As a result, surgical intervention may be pending to address this issue.